Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the ins was in overdischarge. The rep met with the patient on (B)(6) 2020 and was able to get the ins to charge normally. They cleared the associated power on reset (por) and had the patient start charging. The rep reported that the patient had been charging for 2 hours with 6-8 coupling bars, but the ins charge had not gone above 25%; it was taking a long time to charge. The rep checked impedances at 0.7 volts and all values were either open or short. The rep stated that they expect that the physician will do a revision to replace the leads and the ins. No symptoms were reported. Troubleshooting could not be performed due to lack of access to the product at the time of the call. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the cause of the overdischarge was a failure to recharge. The cause of the longer charge time wasn't determined. The rep reported that no tests were done to confirm the cause of the open/short impedances on all contacts. The rep noted that surgery was planned but not yet scheduled. No further complications were reported.